Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. This device system was checked in clinic, however noise was unable to be reproduced with testing. The noise was suspected to be attributed to the sense b node. The device system was subsequently reprogrammed due to the secondary vector to mitigate further oversensing. This system remains in service. No adverse patient effects were reported.